Manufacturer narrative:
(B)(4). One device was received for evaluation. Visual inspection found the knife was protruding from the jaws. The jaws would not open or close due to the protruding knife. The customer's reported condition was confirmed and attributed to user error. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have reduced the difficult in activating the knife. Per the IFU, the jaws should be closed and locked before activating the cutter. A device history review was completed and no entries pertinent to the customer's report were noted.

Event description:
The customer reported that during a very difficult hysterectomy that had already been converted to an open procedure, the knife blade of the device did not retract. Another device was used to complete the procedure and there was no injury to the patient. Upon receipt of the device for evaluation at covidien, a preliminary investigation found the knife blade was protruding from the jaws ofthe device.